Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with acute coronary syndrome and the procedure was performed emergently to treat a mildly calcified, mildly tortuous, 90% stenosed lesion in the proximal left anterior descending (plad) artery. A 2.5x18mm xience skypoint drug eluting stent (des) was advanced to the target lesion and implanted at 12 atmospheres (atm) without issue; however, during post-dilatation of the stent with the stent delivery system balloon, the balloon ruptured at 14 atm. The procedure was successfully completed and the stent delivery system was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported material rupture; however, factors that may contribute to material ruptures include, but are not limited to, material damage, interactions with other procedural devices or interaction with lesion calcification and tortuosity. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.